Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis and did not observe any inappropriate reboot events. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device is rebooting by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.